Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with pocket erosion and device exposed from the pocket. Infection due to device procedure was suspected. The system was explanted. Patient¿s condition was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.